Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump and carelink due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and moisture damage to the pcba 1, pcba 2 and force sensor. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Blank display was confirmed during analysis due to misaligned battery tube. Unable to download history files and traces due to the blank display. Cosmetic damage was confirmed at the battery compartment. Unable to confirm failed battery test and audio/vibrate anomaly/absence of alarm due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no alarm due to failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported physical damage, almost entire length of the battery compartment and covering both front and back of area, also reported that last couple of battery changes it would take several batteries before the pump would recognize there was a battery inserted, no battery failed alarms notes. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.